Event description:
Removal of endosseous dental implant. According to the clinician the implant was placed in site number 30 during a routine procedure in class iii bone. The clinician reports that the implant did not integrate and was removed approx 6 weeks post-operatively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.